Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening extended, underweight and crease flat. A microscopic analysis was performed which identified: one striated opening on the anterior. Based on the device analysis the final assessment is one striated opening due to surgical damage consist in the use of some surgical tool. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.